Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented to the hospital for follow-up and the iliac limbs on both sides were found to have pulled out of the iliac arteries bilaterally. Both iliacs have become aneurysmal measuring 3 cm in diameter. The decision was made to explant all the stent grafts as the physician did not want extended down to the common iliac arteries and take out both hypogastric arteries. After the stent grafts were explanted an 18 x 9 aortic bi-iliac dacron graft was sewn in. The patient tolerated the procedure well. The explanted stent grafts are being retained by pathology. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (conversion to open repair), patient's condition affected effectiveness of device (disease progression; bilateral iliac dilatation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression; bilateral iliac dilatation).